Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported resistance in moving the master tool manipulator right (mtmr). The tip of the instrument went to a certain position when the handle was released. The instrument did not stay in the position when the hand left the manipulator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The main function of the instrument was occurring, however the positioning of the tip of the instrument presented resistance to movement, requiring excessive force to be applied to move the instrument. The movements of the surgeon scaled appropriately to the instrument, and they were specifically sized. However, the movement required excessive force to move the instrument. The instrument moved in the intended direction if excessive force was applied compared to the natural movement. When the manipulator was released, the tip of the instrument was directed downwards. The timing of the instrument was appropriate. There was no shakiness and/or friction. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. After the first report, the problem was persistent. The procedure was successfully completed robotically; however, the surgeon had to use excessive force to control the mtmr to maintain it in the correct position. There was no injury to the patient. The issue occurred at the start of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse recalibrated the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received a video clip related to the alleged complaint. The video showed the hospital staff testing the mtmr (no patient involvement). When moving the mtmr, it occasionally would drift and cause the instrument to move downward.